Event description:
The iab was inserted into the pt on 4/1/98 at 7:45 am. Poor inflation and augmentation was noted on 4/3/98 at 6:40 pm and the iab was removed. No second iab was inserted into the pt. The pt had minor ischemia. The iab was not returned to datascope for evaluation. (Event complications: minor ischemia - reported 4/13/98.) (Pt's current status: discharged-rpt'd 4/13/98)